Event description:
It was reported that while using the ilet system with a 23" contact detach infusion set, the patient experienced fluctuating blood glucose after coffee and meal announcements, with highs up to 290 mg/dl and lows down to 40 mg/dl over a couple of hours, without backup therapy or ketone testing and without medical intervention; the medical device problem and device component were not defined due to insufficient information. Symptoms included hyperglycemia, hypoglycemia, and a general feeling of being unwell. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.